Manufacturer narrative:
(B) (4).

Event description:
Patient reported inadequate coverage on left-sided lead. Hcp noted that, "may have subcutaneous 1-2 quad lead revision to get better left back coverage. Pt has had several falls that may have contributed to lead migration since implant."